Manufacturer narrative:
Initial and final MDR- (B)(4) - device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set blockage event on (B)(6) 2025. The blockage was in the tubing. The issue occurred with three infusion sets. The infusion set was in use for less than 24 hours. The blood glucose level was 512 mg/dl and the patient was treated with correction injection via multiple daily injections (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.